Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for other chronic/ intact pain (trunk/limbs).it was reported that patient had both the stimulators removed but still has a residual lead implanted. Hcp was not sure when the patient had the stimulators removed. Hcp stated the stimulators were removed because they "never worked". Hcp clarified that patient never got pain relief from the device. When the stimulators were removed it was determined that one of the leads had broken. No patient symptoms or further complications were reported in this event.